Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was unable to be duplicated. The device was put through extensive testing, which included functional testing, bench handling, impedance, defibrillation cycling, and the environmental chamber, all without any issues. Nevertheless, the log review identified multiple instances of defib fault 76 and defib fault 72. As a pre-cautionary measure, the pd engine was replaced to minimize the chances of recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge and displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.